Event description:
It was reported that on (B)(6) 2009, the pt rec'd 2 xience v stents (2.75x15 and 4x8). At a later date, the pt began experiencing chest pain and underwent a catheterization procedure which identified that the 2.75x15 mm xience v had broken into two pieces; however, there was no restenosis or in-stent thrombosis present. Then, on (B)(6) 2010, the pt rec'd another stent, a non-abbott stent, for treatment of the fractured xience v. The pt recovered well. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with all relevant information.